Event description:
(B)(4). Event took place in (B)(6). User's narrative: no stimulation. Device has not yet been sent back to manufacturer, but will be sent back for evaluation.

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. If no further information becomes available and in case no corrective/preventive action is indicated pajunk considers this file as closed.